Event description:
It was reported the system displayed a communication failure error message and locked up. The system required a reboot in order to regain functionality. There is no report of death or serious injury associated with the complaint. The resulted in a loos of imaging functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The big board, rtos board and vcsi board were evaluated and reseated. The system was tested and found to be working as intended and returned to service.